Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device disposition is unknown and the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-1938bc, biocomposite suturetak knotless anchor broke upon insertion. Additional information has been requested. Additional information obtained: the procedure taking place was a labrum repair. The surgical coordinator stated that the only information made available regarding the complaint was that the device broke in and out upon insertion. The case was completed with a replacement ar-1938bc of the same lot number (lot: 10071743). The facility confirmed that the device will not be returning for evaluation due to the unknown disposition of the device. The facility reporter states they have no confirmation on the status of whether there is a retained device portion left in the patient.